Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a 13-year-old female child patient's infusion set's tubing detached/broken at the site connector prior to insertion. Therefore, her blood glucose level was 185 at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.